Event description:
Boston scientific received information that shortly after implant, this right ventricular (rv) lead displayed loss of capture (loc) and decreased r amplitudes. The patient was seen for a revision procedure. The physician noted that the lead was facing downward and had an unusual movement. The physician suspected that a small perforation may have occurred. The lead was damaged during the explant procedure and it is unknown if it will be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.